Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl and the current blood glucose value was 289mg/dl. The customer did not mention any symptoms. The customer was treated for the low blood glucose with glucose intake. The customer was asked to troubleshoot but customer declined. The product was not returned for analysis.